Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an issue with the infusion set that caused the customer's blood glucose level to exceed 500 mg/dl, displaying "high." Customer addressed high blood glucose by administering a correction injection via multiple daily injections (mdi) and changed the infusion set and cartridge to resume insulin delivery. There was no assistance required from any third party. The customer experienced previous occlusion events and took the same corrective actions each time. Csa to replace pump. Reportedly, customer continued to use the current pump for insulin therapy until the replacement arrived.